Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and unable to be used to charge the pump. Reportedly, the end of the cable that inserts into the pump was split. The customer used an alternate usb cable to charge the pump. There was no adverse impact to the customer's blood glucose (bg) level.